Event description:
Valve was repaired with a polyester graft (bridge) due to tissue damage at 14 months post-implant. Echo/CT performed revealed pseudoaneurysm/rupture. Two ruptures 7-mm long, located at the upper wall of the left coronary artery buttonhole, were observed. No additional consequence reported for the patient.